Event description:
A caller reported a cartridge alarm 20 but confirmed that their blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range with no adverse impact. The issue did not occur during the load process, and the caller had not previously reported similar cartridge alarms with this pump. The caller was able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.